Manufacturer narrative:
Correct reporting institution phone # (B)(6). Correct reporter phone # (B)(6).

Event description:
It was reported to the philips that the device experienced damaged ac module. There was no patient involvement.

Manufacturer narrative:
It was reported to the philips that the device experienced damaged ac power module. There was no patient involvement. The bench technician evaluating the ac power module found it was physically damage on the mains input port. The device needs an ac power module. Upon conclusion of the evaluation, it was determined that the ac power module requires replacement. A quote has been sent to the customer for the module replacement. The device after servicing and testing will be returned to the customer. No further evaluation around the ac power module is warranted at this time.